Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
D4 UDI information and e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
B1: added malfunction h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the root cause of the ischemia injury was unable to be determined due to insufficient clinical details. The cause of the mechanical interaction with blood could not be determined as no product or logs were returned for evaluation and insufficient clinical details were provided. The cause of the positioning issue could not be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old female patient with evidence of hemolysis, including red-colored urine and elevated plasma-free hemoglobin. The impella was repositioned under echocardiographic guidance, and intravenous fluids were administered for a cvp of 6. Following these interventions, plasma-free hemoglobin improved from 220 to 70. Creatinine and hemoglobin levels remained unchanged.